Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) analysis were performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a definitive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal posterior tibial artery with mild tortuosity and mild calcification. A 2x80mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was soaked and air aspiration was performed prior to use. The armada was advanced toward the target lesion. The balloon was inflated up to 12 atmospheres but did not maintain pressure. It is unknown how many times the balloon was inflated. The physician noted a balloon rupture as contrast was seen escaping the balloon under fluoroscopy. The device was removed and a same size armada 35 pta balloon was used to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.